Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported that the sensor did not work which caused diabetic ketoacidosis (dka). The patient could not remember the exact error message that occurred. The patient changed the sensor, transmitter, and tandem insulin pump infusion set because they were all due to be changed per routine diabetes management. Everything worked as expected for a few days, then the patient started getting sick. He spent 2 days at home in bed sick, and then went to the hospital because of his symptoms. The patient was diagnosed with dka, treated with an insulin drip, and was still hospitalized at the time of the report 2 days after the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.